Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a revaclear 400, an unknown object was observed in the dialyzer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h10. The actual devices were received for evaluation. The visual inspection by naked eye of the the first sample observed a brownish particle in the header area. The reported condition was verified. Visual inspection of the second sample with the naked eye observed a black particle on the dialysate side (bundel area). The reported condition was verified. As the material was very friable (crumbly), a material analysis was not possible. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.